Event description:
The customer reported intermittent misreads of sample barcodes on sample handler. No error message was generated. The barcode labels begin with prefix "007" and are read as "005." The customer did not save the suspect labels. No death or serious injury was associated with this event.